Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended. Reportedly, the pump did not deliver "the correct dose." There was no reported adverse impact to the customer¿s blood glucose. No additional information was provided. There were no pump data logs available for tandem technical support to review to determine a possible cause. Multiple follow up attempts were made to gather additional information, however, the customer did not respond to follow up attempts.